Event description:
It was reported that a patient came into the clinic complaining that she heard a crack or pop while walking. Doctor informed that the r3 ceramic liner is broken.

Manufacturer narrative:
The associated device was not returned for evaluation. Our investigation indicates that the reported device was part of field action initiated in 2011. It was identified that the manufacturing process completed for several batches of r3 ceramic liners may have created a lower than expected strength for the liners. It is unclear if the device involved in this complaint failed as a result of this previously identified issue as the device was not returned. A clinical analysis indicated that the primary surgery was performed in (B)(6) 2010. The revision has not been done yet. When the revision reports and medical/clinical documents become available this complaint can be re-assessed. Without the actual device involved, our investigation cannot proceed. No additional actions are being taken at this time. We consider this investigation closed. If additional information is received in the future, this complaint will be reopened.